Event description:
It was reported the patient was experiencing weakness in his lower extremities and bladder after his scs implant surgery. Weakness occurs regardless of stimulation being on or off. The patient's physicians are unaware of the cause of the weakness. The patient has not been seen by his surgeon again. The next course of action is unknown.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.